Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient's batteries were prematurely depleting after about 12 hours of use resulting in low voltage alarms. The batteries had about a quarter to half their charge when these alarms occurred. It was also noted that batteries connected to the white power cable had less charge than batteries connected to the black power cable. The patient cleaned the battery contacts and exchanged their battery clips, but the alarms persisted. The patient became frustrated and performed an at-home controller exchanged; no adverse patient consequences occurred. Following the exchange, no further alarms have occurred.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the patient observing low voltage alarms was confirmed via analysis of the downloaded log file from the returned controller; however, the reported event was unable to be confirmed during testing. The heartmate 3 system controller (serial number (B)(6) was returned and evaluated at abbott and a log file was downloaded. The downloaded log file from the returned controller contained data spanning approximately 28 days (B)(6) 2022 ¿ (B)(6) 2022 per the timestamp). The log file captured intermittent atypical low voltage advisory alarms active on (B)(6) 2022 from 22:51:25 to 0:52:33 due to the rsoc voltage in the white power cable fluctuating and dropping below the minimum voltage threshold while connected to battery power. The alarms resolved on their own when the rsoc voltage in the white power cable was restored to the expected voltage threshold. Pump speed was not affected by the alarms. Additionally, the system controller was functionally tested and did not pass all steps due to elevated resistances in the power cables; however, the controller was able to operate a mock loop for an extended period of time without any issued or atypical alarms active. The controller was connected to a mock circulatory loop in an attempt to reproduce the reported event; however, the controller operated as intended when connected to battery power and the power module. The power cables were manipulated with no effect or atypical alarms active. The resistance of the underlying wires was measured, and elevated resistances were observed several underlying wires, indicating early stages of conductor breakdown in the power cables. The polyurethane jacket of both power cables were dissected to find that on both cables, the underlying wires were in unremarkable physical condition. The underlying conductors were not exposed; however, they are suspected to be fatigued as the resistances were elevated in some of the wires. Provided information stated that there were no log files downloaded as the patient did this on his own without the knowledge weeks prior to his patient visit. The root cause of the reported event was determined to be early stages of conductor breakdown and wire fatigue in the controller power cables. Incidental findings: fluid ingress the device history records were reviewed and the records revealed the heartmate 3 system controller (serial#: hsc-067637) was manufactured in accordance with manufacturing and quality assurance specifications. Hsc-067637 was shipped to the customer on (B)(6) 2019. Heartmate iii instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook (rev. D) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including low voltage advisory alarms. Heartmate iii instructions for use (rev. C) section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook (rev. D) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use and inspecting the system controller power cables for damage. Heartmate iii instructions for use (rev. C) section 2 entitled ¿system operations¿ and heartmate iii patient handbook (rev. D) section 2 entitled ¿how your heart pump works¿ states ¿do not twist, kink, or sharply bend the driveline, system controller power cables, power module patient cable, or mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible.¿ the patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.